Event description:
A gynecologist (hcp) in (B)(6) spain reported they reserve sacral nerve neuromodulation for the most complex patient because the results might not be so good (ie, ineffective). Healthcare professional noted this is for female patient suffering from overactive bladders. The healthcare professional was referring to the technology in general, noting they were comparing boston scientific, axonics, and (B)(6) devices. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).